Event description:
The device was used during a bowel resection procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site to release the device and complete the procedure. The hospital has reported not pt injury occurred.